Event description:
In review of an article, it was noted that a vns pt who was deemed prone to scratching his wound underwent interscapular placement of the generator. He subsequently experienced delayed healing of the wound without any evidence of hardware infection or need for removal. The author indicates that the patient's obsessive tampering with the wound led him to use a wall in his home for scratching his back. The pt had to be placed in a jobst vest for wound protection.

Manufacturer narrative:
Le, h, et al, intrascapular placement of a vagal nerve pulse generator for prevention of wound tampering. 2006;36:164-166.